Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, the foot plate of the initial proglide device deployed prematurely. A second proglide device was deployed; however, failed to achieve hemostasis. Manual arterial compression was applied. It was reported that following the procedure the patient expired. The physician does not believe the death was related to the proglide devices. It is believed that there was a dissection or plague disruption in the left anterior descending artery. The physician is reported to be in-training in the use of the proglide device; however, a representative was not present during this case. No additional information was provided. User facility medwatch number (B)(4) received additional comments stating: pressure was being held and a surgeon was called in. The pt began having st elevation and was accessed on the other side. Pt arrested and CPR was started, pt died on the cath lab table.

Manufacturer narrative:
(B)(4). Operator not trained. Per the proglide instructions for use, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the physician was in-training in the use of the proglide. The proglide instructions for use states, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.